Event description:
It was reported that "midway through procedure after the laser was put on standby, it would not turn back on." The procedure was not completed and the patient will be going back to complete the procedure once the laser is fixed "in a couple of weeks". Patient outcome: "no injuries where reported."

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported error ¿standby/on switch¿ was confirmed and was determined to be the result of a faulty front panel board. It was verified that standby switch was stuck. The front panel board was replaced. The nut under fiber pole holder was secured. The system was tested and verified to meet manufacturer¿s specifications. The replaced front panel board was returned to ams on (B)(6) 2014 and was revised. The switch housing was removed, cleaned and the front panel board was reassembled.